Event description:
It was reported that an interlink extension set had a discolored filter. This issue was discovered during infusion of total peritoneal nutrition (tpn). There was patient involvement, however, there was no patient injury or medical intervention reported. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Further visual inspection of the returned devices observed discoloration in the filter of one device. This confirmed the reported condition. The original functional testing completed involved opening and closing the clamp, attaching the female adapter to an extension set, connecting to a container of solution, and priming the set to let the solution flow through. No defects were observed during functional testing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation: baxter received two used units for evaluation. The units were visually inspected and functionally tested and the reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: upon further review, additional evaluation details were obtained and the evaluation codes were edited to accurately reflect the actions performed. The cause was unable to be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.